Manufacturer narrative:
The device will not be returned to the manufacturer, therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number.

Event description:
The complainant reported that a female patient complained that the port that had been therapeutically implanted in 2004, had then been subsequently recalled during a boston scientific initiated voluntary recall. The port was explanted from the patient in 2005. A study performed on day of explant showed no problems. A replacement port was successfully implanted in the patient. There were no indications that there were any adverse effects on the patient as a result of the implant, use or explant of the device.